Manufacturer narrative:
Device received with constant critical pump error alarm. Problem isolated to electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an x pointing to the open book image on the insulin pump screen. The customer's blood glucose level was 136 mg/dl at the time of the incident. The customer stated that the insulin pump started alarming. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.